Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device takes an excessive amount of time to complete the boot up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device takes an excessive amount of time to complete the boot up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.